Manufacturer narrative:
Analysis of the returned pump revealed no anomaly. During the check in process, 33 ml. Of sterile water were aspirated. This pump then passed all non destructive testing. All logs are clean. The pump was then aspirated, filled with 40ml. Of sterile water and again aspirated, repeating this process a total of five times. No problems were encountered. The pump was then filled with 20.0 ml. Of sterile water, aspirated and filled a total of five times, with no problems encountered. It has been decided to not perform destructive analysis on this pump because the complaint against it cannot be duplicated. There was a small dent found in the lower shield of this pump, this did not affect the filling (up to 40 ml.) Or aspirating the pump.

Event description:
It was reported that prior to pump implant it was not possible to fill the pump. The reporter stated "they were 35 minutes to empty the reservoir." The pump was never implanted and therefore there was no patient involvement. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.